Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was over 400 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to almost 500 mg/dl. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.